Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined without further information since the behavior could not be replicated.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively and caused no delay to the surgery. It was reported that the s1 screw that was placed showed accurate on the navigation system, but it was placed into the disc space on the patient. The site was unable to confirm if the misplaced screw was the 3rd or 4th screw placed. The surgery was completed with navigation.

Manufacturer narrative:
A: site unwilling to provide patient information. If information is provided in the future, a supplemental report will be issued.